Event description:
New information notes that the asymptomatic patient presented via remote transmission showing non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were recommended.

Event description:
It was reported that the patient received a notification for inappropriate non-sustained lead noise. It was noted that the rhythm was atrial fibrillation with rapid ventricular response. The programmer software was updated and the device was reprogrammed. The patient condition was good after the event.